Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024 after 3 hours of insertion. Patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin successfully. No further information available.